Manufacturer narrative:
Investigation is still ongoing.

Event description:
As report by alterra clinical trial, approximately 1 year, 11 months, 29 days post transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, core lab 2 year follow up fluoro report shows one new type I inflow fracture was observed on 1 rung. The patient has a total of 4 inflow fractures.

Event description:
It was initially report by alterra clinical trial, that approximately 1 year, 11 months, 29 days post transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, core lab 2 year follow up fluoro report shows one new type I inflow fracture was observed on 1 rung. The patient has a total of 4 inflow fractures. However, per medical records received, 2 year follow up visit stated the patient is doing well. A tte performed during this visit reported a well-seated alterra and sapien s3 valve in the pulmonic position with trivial intra-valvar pulmonary regurgitation and trivial para-alterra regurgitation. There was no prosthetic pulmonary valve stenosis. Maximum gradient of 13 mmhg, mean gradient of 9 mmhg. Compared to prior study performed on overall findings are similar. A CT performed for routine fluoroscopic follow-up demonstrated good positioning of the prestent with no evidence for further fracture embolization. 'The previous noted type 1 fractures have not seemed to progress.' Overall, the function of thv remained excellent and no further actions were needed.